Manufacturer narrative:
Product analysis summary: the gold marker was intact and in position. Under magnification the extension wire was noted in the closed position as required. The ez adaptor and flator were not returned. The balloon on the returned guard wire was baggy and with residual blood in it. The balloon was prep as received for testing and functionality, while using in-house ez adaptor and flator during inflation. Initially the balloon was pressurized but due to likely dried contrast or dried blood the balloon remained uninflated. Decontamination was conducted to clean the balloon of residual blood or contrast then the balloon was placed in warm water for 2 min. The functionality testing was repeated. During testing the balloon inflated slightly when the dial was actuated to 3mm. When the dial was actuated to 3.5mm a leak was detected on the balloon. Under magnification a sharp cut to the balloon material was noted with fluids exiting the balloon. Guardwire temporary occlusion & aspiration system is indicated for carotid use in japan but is the same as the guardwire temporary occlusion & aspiration system approved in us with coronary indication. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a guardwire device during a carotid artery stenting procedure (cas). The lesion was in the internal carotid artery (ica) and was non-calcified. A femoral approach was used. No difficulty was noted when removing the device from packaging. No unusual resistance was noted when the protective sheath was removed. Negative prep was performed, with no issues noted. The device was inspected before use, with no issues noted. No resistance was noted with the ancillary device during delivery. No resistance was encountered when advancing the device past the lesion site, although the lesion was rather long. The lesion was not pre-dilated. After crossing the target lesion, the guardwire balloon was inflated in the distal region, and then a pta balloon was used in an attempt to dilate the lesion. However, the physician noted that the guardwire balloon could not remain inflated. Although the scale of the ez flator stayed at 5.5 mm, the balloon appeared to have deflated. The device was removed out of the patient¿s body, and found deflated. Blood was present inside the balloon. The physician determined that the balloon had ruptured, and replaced the device with another same-product. The replacement device including a new ez flator and ez adapter, and were used with no notable issues to continue the procedure. The procedure was completed successfully with a delay of less than 30 minutes. It was confirmed that no fragments remained inside the patient¿s body. No patient injury is reported.